Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) battery needs maintenance. No harm to the patient.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) checked the device and fault code log were inspected at the hospital site to confirm the reported fault. The batteries were replaced. The device passed all factory-specified performance and safety tests. The device was delivered to the customer and is ready for clinical use.